Manufacturer narrative:
Pc (B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot/batch device number (u9423y), and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic gastroplasty surgery, when severing gastric tissue on the third firing, after fired, noted some staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.